Event description:
A device was returned to a third-party service center/manufacturer in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were observed. Additionally, error 4(err_null_ptr) and 130 (err_task_wdog_timeou) were observed. The device was scrapped.